Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated there is a gap in the arm joint. Upon inspection technician found that the double fork has failed. The technician informed the customer that the light should be removed for patient and staff safety. Customer chose to leave the light head attached. Technician informed the customer that will order the new double fork for replace. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to detachment of the fork with headlight and as a result of that, could lead to serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd march, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated there is a gap in the arm joint. Upon inspection technician found that the double fork has failed. The technician informed the customer that the light should be removed for patient and staff safety. Customer chose to leave the light head attached. Technician informed the customer that will order the new double fork for replace. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to detachment of the fork with headlight and as a result of that, could lead to serious injury. Corrected b5 describe event and problem: on 2nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated there is a gap in the arm joint. Upon inspection technician found that the double fork has failed. The technician informed the customer that the light should be removed for patient and staff safety. Customer chose to leave the light head attached. Technician informed the customer that he will order the new double fork for replacement. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to detachment of the fork with headlight and as a result of that, could lead to serious injury. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - powerled. It was stated there is a gap in the arm joint. Upon inspection technician found that the double fork has failed. The technician informed the customer that the light should be removed for patient and staff safety. Customer chose to leave the light head attached. Technician informed the customer that he will order the new double fork for replacement. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to detachment of the fork with headlight and as a result of that, could lead to serious injury. Based on an information gathered, defective parts (pwd/hld fork dimmer v. Boost - ard368301556 and pwd/hld 500 double fork hd video bracket - ard368327998) were replaced and the device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert at the manufacturers. As they stated, the root cause of this incident is due to the loosening of one of the screws. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly in factory. Once the manipulation of the lights is detected as abnormal by the user, a repair must be done as soon as possible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated there is a gap in the arm joint. Upon inspection technician found that the double fork has failed. The technician informed the customer that the light should be removed for patient and staff safety. Customer chose to leave the light head attached. Technician informed the customer that he will order the new double fork for replacement. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to detachment of the fork with headlight and as a result of that, could lead to serious injury.